Event description:
Country of complaint: (B)(6). Complaint states: mesh was absorbed.

Manufacturer narrative:
Manufacturing site evaluation: samples received : none. There are no previous complaints of this code batch; (B)(4) units were manufactured and distributed there are no units in stock. Received information the most probable origin of the disappearance of the mesh is that this migrated. It is always possible that a mesh migrate if it is not fixed or the setting has not been effective. The migration of a mesh is not only related to the mesh but the fixation. If there is migration, this should have happened soon after the intervention as it early integrates in the tissue and no longer moves. In this case, the doctor said that the first intervention tackers were used to fix the mesh. Another issue is that the information received says that the patient was operated of bilateral hernia, should therefore have two meshes used. If both have migrated, we can assume that is a matter of technique of fixation. The fixation may failed because a bad position of the tack on the mesh (too close to the edge) and the mesh has torn in the fixation point. It could also happen that if the mesh was defective when placing the tack it had torn. It can also fail because the tack has not properly penetrated the tissue and has released. When the mesh migrates retracts and reduces its size. Also body could react isolating it (encapsulation) or expels outside creating a fistula that the patient had detected (pus, bad smell, exit to the outside of the mesh). If it has been encapsulated, it might not be found during surgery but with ultrasound or CT type tests should be able to find one of the two meshes. Without samples we are not in position of studying if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be conducted. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval. Eval is ongoing.